Manufacturer narrative:
720185-01, 1000275588, reservoir flat iz 100 ml.

Event description:
It was reported that patient had the implant on (B)(6). At patients 6 week visit, he was too swollen to activate the device and patient stated he was not sure if something was clogged or just the swelling. He went back on (B)(6) 2019 and doctor was able to inflate the device in the office but he was told there was a herniated line. Patient is not able to inflate the device however he has a cast on his right hand that is being removed tomorrow. The doctor seemed to think he would have better luck when able to use his right hand. Additional information was received. Patient reached out to patient liaison. He is having difficulty with his pump. He is not able to pump due to a hard as a rock problem. Patient liaison performed troubleshooting. Patient was scheduled a follow up with rep and physician.